Manufacturer narrative:
The explanted lead extension was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the lead extension revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was not receiving adequate therapy. The bsc representative met with the patient and discovered high impedances on 4 contacts. The physician interrogated the system and discovered the insulation of the lead extension was damaged. The lead extension was explanted and replaced with a new lead extension. The patient was reportedly doing well following the procedure.